Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed raw, red skin on his back under the lifevest. The patient reported that the skin was breaking down, was very red, and had an open sore. The patient's nurse put dressings on the irritation. The medical outcome of the irritation is unknown but it is being managed by a physician.